Event description:
Complainant alleged that the device displayed an "airway pressure sensing failure 1052" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "airway pressure sensing failure - 1052" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a, b5-b7, and h6 (health effect clinical code & health effect impact code). Evaluation: the device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device passed all testing without duplicating the report. The device was recertified and returned to the customer. Forensic memory indicates that a false 1052 alarm was triggered by patient asynchrony coughing condition. Analysis of reports of this type has not identified an increase in trend.